Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged due to the patient being unable to adapt to the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 12/21/2011, 01/03/2012, and 01/05/2012 by phone, fax, and mail. Additional information was received in a follow up phone call on (B)(4) 2011. A completed questionnaire has not been received. (B)(4).